Event description:
It was reported that the device was explanted and replaced due to a set screw anomaly. The patient is doing good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the vring and vtip set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.